Event description:
It was reported by the hospital facility that the patient had generator replacement on (B)(6) 2013 because the ¿device had stopped working.¿ the reported indicated that it was initially thought that the patient had high impedance but when the replacement generator was connected to the existing lead, the impedance value was okay. The explanted generator has not been received by the manufacturer to date. Subsequent good faith attempts for product return have been unsuccessful to date. A lead pin insertion issue cannot be ruled out as a causal factor of the high impedance, as the x-ray review previously performed could not be confirm if that the lead pin was fully inserted as it could not be seen past the second connector block.

Event description:
The explanted generator was received by the manufacturer on (B)(4) 2013. The return product form indicated that the reason for the generator replacement on (B)(6) 2013 was that the surgeon stated that the "device stopped working; stated possible lead impedance issue." Product analysis has not been completed to date.

Manufacturer narrative:
Suspect medical device, corrected data: with the new information available, the suspect medical device is the generator as the high impedance resolved with generator replacement so the product information was initially reported incorrectly. Device manufacture date, corrected data: with the new information available, the suspect medical device is the generator as the high impedance resolved with generator replacement so the manufacturer date was initially reported incorrectly. Review of manufacturing history records performed. Review of the generator manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient was moving forward with surgery. The surgeon's office reported that they are not sure yet if the procedure will entail replacement or checking to see if the electrodes are connected properly. The vns has reportedly not worked the same since generator replacement on (B)(6) 2012. The patient's neurologist has not evaluated the patient since (B)(6) 2012. There is no mention of trauma, increased seizures or any adverse events at that time. Although surgery is likely, it has not occurred to date. Notes from the surgeon's office dated (B)(6) 2013 reported that the vns has "not actively worked" for the patient since generator replacement in (B)(6) 2012. "There was a question that perhaps the pin of the leads may not be all the way into the generator device." The neurologist would like the surgeon to "reattempt to reimplant it." If the lead pin insertion does not work, the surgeon noted that he may replace the leads. Previously on (B)(6) 2012, the surgeon noted in the clinic notes that the vns device was working intraoperatively after reconnecting the generator to the leads. He was not sure why the high impedance was detected, but indicated that he will check the lead pin placement in the generator in surgery.

Event description:
In the product analysis lab, the in-line cavity go gage or bench test leads would insert into the negative connector block. Results of diagnostic testing and monitoring indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Per the device¿s internal data, a change in impedance on (B)(6) 2012 was from 7741 ohms (high impedance) to >10,000 ohms. As a result, the event date was updated to (B)(6) 2012.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Lead pin may not be fully inserted and a suspect area was identified in the lead body where the lead had a wavy/kinked appearance.

Manufacturer narrative:
The supplemental report #3 inadvertently did not report this data.

Event description:
It was reported on (B)(6) 2012, that a vns patient was showing high lead impedance a few days after the generator was replaced due to end of service that occurred on (B)(6) 2012. The impedance value was >10,000 ohms. The device had been programmed on during surgery and it is unknown if it was programmed off when the high lead impedance was obtained. The patient cannot feel stimulation (normal mode or magnet mode). There were no reports of trauma or falls. Follow up with the surgeon revealed that the first time the diagnostics were performed in the or, high lead impedance was obtained, but when repeated, the diagnostics were within normal limits. X-rays were sent to the manufacturer for review and two possible causes for the high lead impedance were observed. The lead pin could not be seen past the connector block in the generator header indicating that it may not be fully inserted. Additionally, a portion of the lead body appeared abnormally wavy and kinked suggesting a possible lead issue however a full lead break was not seen. The patient has been referred back to the surgeon however there is no report that any interventions are being taken at this time.

Manufacturer narrative:
Review of manufacturing records. Review of the lead manufacturing history record confirmed that all quality tests were passed prior to distribution.